Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose level. Blood glucose at the time of event was 459mg/dl. The customer did not experienced any symptoms as a result of high blood glucose. Customer declined troubleshooting for high blood glucose because she known the reason behind her high blood glucose as she had done a back procedure with steroids. Customer use auto mode feature at the time of high blood glucose event was unknown. The insulin pump will not be returned for analysis.